Event description:
Pt ID: (B)(6) on (B)(6) 2001, he received a right total hip arthroplasty with a sulzer metal-on-metal hip device, apr2 stem, a 55 mm converge socket, and a 28mm -4 cocr head. On (B)(6) 2017, his urine cobalt level was 7.3 mcg/l and whole blood cobalt level was 0.7 mcg/l. On (B)(6) 2018, his urine cobalt level was 4.7 mcg/l and whole blood cobalt level was 0.8 mcg/l. On (B)(6) 2018, his urine cobalt level was 8.8 mcg/l and his blood cobalt level was 0.9 mcg/l. On (B)(6) 2019, his urine cobalt level was 11.8 mcg/l and his blood cobalt level was 0.9 mcg/l. He developed a fine rest tremor of the left hand. Around 2005-2007, he developed high frequency hearing loss. His fdg pet brains scan with neuro q analysis showed significant focal hypometabolism in the right temporal lobe potentially consistent with chronic toxic encephalopathy with focal regions of mild hypometabolism involving the left lenticulate nucleus and the left thalamic area potentially consistent with a low grade. FDA safety report ID # (B)(4).